Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited an error code. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, bubbled dso seal, and the battery compartment was observed to have damage. There was no evidence in the device's event history log. The device was powered up to conduct functional testing. Upon review, the reported problem was duplicated. It was determined that the pwa malfunction was the root cause of the issue. The pwa board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.